Event description:
It was reported that the customer experienced an issue with their pump, specifically that the battery was draining excessively. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to continue with further troubleshooting with customer technical support and a new order was initiated for them.